Manufacturer narrative:
Risk assessment is found acceptable from a patient safety perspective. If a transfer tube becomes disconnected from the applicator, the treatment can be resumed and completed when the transfer tube is reconnected to the applicator again. Full investigation is still on-going to determine the root cause of this incident.

Event description:
Nucletron were informed by the hospital "that the transfer tube parted from the titanium applicator during the treatment". When the operator noticed that, she presses the interrupt button and the source retracted to the container. The operator reconnected the transfer tube to the applicator and the treatment was completed as planned.

Manufacturer narrative:
The manufacturer had made a risk analysis on the subject. This is an acceptable risk, since the treatment can be resumed without consequences for the patient. In addition the issue has a very low occurrence. The product components were reviewed and no device related cause for the disconnection could be found.